Event description:
A healthcare facility in the netherlands reported to a fisher & paykel heatlhcare representative that the rd900 neopfuff infant resuscitator was defective. This was found during a performance check prior to patient use.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel heatlhcare representative that the rd900 neopfuff infant resuscitator was defective. This was found during a performance check prior to patient use.

Manufacturer narrative:
(B)(4). Correction: follow up 1 was for another complaint and was accidentally submitted with the report number 9611451-2012-00708. Please consider this the final report for this complaint. Method: the complaint rd900 neopuff infant resuscitator was returned to our fisher & paykel healthcare (fph) service centre in (B)(4), where it was examined by a trained fph service engineer. Our investigation is based on the service findings provided by our france office. The device was visually inspected and then tested according to the neopuff technical manual. Results: visual inspection revealed physical damage to the neopuff casing. Testing confirmed that the manometer was out of specification. A lot check did not reveal any other complaints of this nature for lot number 070111. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The damage to the neopuff device was most likely caused by some form of impact. As part of our continuous product improvement initiatives, the rd900 neopuff infant resuscitator was changed to incorporate a more robust manometer gauge with improved impact resistance. Device evaluated at regional facility.

Event description:
A hospital in (B)(6) reported fluctuating manometer readings on an rd900aeu neopuff infant resuscitator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to our fisher & paykel healthcare (fph) service center in (B)(4), where it was visually inspected and performance tested by a trained fph service engineer. The complaint device was then returned to fph in (B)(4) for further performance testing. Results: visual inspection revealed cracks on the top and bottom caps and physical damage to the front fascia. The end plug caps were missing on the top and bottom. The performance tests revealed that the manometer and the valve system were out of specification. A lot check did not reveal any other complaints of this nature for lot number 041104. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The observed damage to the returned neopuff was most likely caused by impact damage. The neopuff technical manual, which is accompanied by the neopuff, warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. Through our continuous product improvement initiatives, the rd900 neopuff infant resuscitator was changed to incorporate a more robust manometer gauge with improved impact resistance in november 2008 and in july 2010 new valve components were added. The subject neopuff was manufactured in 2004, prior to these changes.